Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was scai stage d shock. The patient had a history of transcatheter aortic valve replacement (tavr). The impella cp was inserted emergently through an existing 16 fr gore sheath. During advancement of the device, resistance was encountered at the sheath, and the physician reported bleeding originating from the sheath. It was further reported that the impella cp became kinked while being advanced through the sheath. Contributing factors noted included use of a non-abiomed sheath and patient obesity. Due to the reported bleeding and kinked device, the impella cp was explanted. The existing 16 fr gore sheath was exchanged for an abiomed 14 fr × 13 cm introducer sheath, and a different impella cp device was subsequently implanted. The reported kinked device and inability to advance are consistent with resistance encountered during insertion through the existing sheath. The patient later expired while supported by the second impella cp device. No adverse events were reported with the replacement impella cp. The death is conservatively being reported on the first impella cp due to temporal association with the reported events; however, the death is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock, and critical clinical condition as presented in scai stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.